Event description:
Ous MDR. It was reported that the pt expired on (B)(6) 2010. No conclusion could be drawn yet if the pt's death might be related to the device. No explant date was provided and no indication was given to suggest the system was explanted.

Manufacturer narrative:
Ous MDR.